Manufacturer narrative:
Pump, hw12070, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a high power consumption on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient was admitted from outside hospital with mallory-weiss tear and drainage at drainage site for rvad, as well as fevers. The patient had ldh rising, intravascular hemolysis and there was concern for device thrombus and on bivalirudin. The warfarin sodium was held while the patient was on a bivalirudin drip of 0.02 mcg and asa 81 mg. Per the infectious disease (ID) group, they will change intravenous (IV) ciprofloxacin to by mouth (po). The vancomycin was stopped on (B)(6). The infection continues to be treated. Lower increase was noted on right side vad and the pump was stopped on (B)(6) 2016 because patient was not a surgical candidate. Stopping the pump allowed it to completely thrombose. As of 7/6/2016 the patient is still noted to be hospitalized. No additional information provided. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The greater frequency of infections in diabetic patients is caused by the hyperglycemic environment that favors immune dysfunction, micro- and macro-angiopathies, neuropathy, and decrease in the antibacterial activity of urine, gastrointestinal and urinary dysmotility, and the greater number of medical interventions for this type of patient. Patients with diabetes exhibit a thrombotic risk clustering which is composed of hyper-reactive platelets, up regulation of pro-thrombotic markers and suppression of fibrinolysis.